Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the differences in the sensor glucose vs blood glucose values. The sensor glucose was 310 mg/dl, and the blood glucose value was 151 mg/dl which was outside of the acceptable range. The sensor glucose and blood glucose difference is 159 mg/dl. The customer reported no adverse event. The event involved product(s) mmt-7040a and mmt-7841zn. Troubleshooting was performed and the insulin delivery was not suspended due to sensor glucose vs blood glucose reading difference. The customer was not taking any medications such as acetaminophen, paracetamol, or hydroxyurea (also known as hydroxycarbamide). Customer was reporting a discrepancy between sensor glucose vs blood glucose which was not within range after fewer than 4 days of wear. The customer was advised to wait at least an hour and if blood glucose is stable to calibrate. Instructed customer that non-serialized product will be replaced. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. Mmt-7841zn was requested, and the customer response was the device will be returned. The customer will discontinue the use of the device.